Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date, this patient underwent an emergency endovascular treatment of an acute type b aortic dissection. It was reported that either a gore® tag® conformable thoracic stent graft with active control system (tgm343410j) or a conformable gore® tag® thoracic endoprosthesis (tgu343410j) was implanted but not determined. On an unknown date in 2022, a follow-up examination revealed a leak into the false lumen. It was considered as a proximal type I endoleak and additional treatment was planned. On (B)(6) 2022, reintervention was performed. An additional stent graft was placed into the proximal side. The proximal type I endoleak was disappeared, but a distal type I endoleak was seen from the device (tgm343410j or tgu343410j) that was previously implanted. No additional stent graft placement was performed for treatment at the distal side and the procedure was completed.